Event description:
Customer reports that reservoir leaked. Customer states while priming, reservoir leaked at the snap cap with three reservoirs. Customer's blood glucose was unknown. Customer states fluid was not visible at battery compartment, reservoir compartment, under lcd display or in pump. Customer also reports that there were no cracks. Customer believes that leak may be cause by needle at the top of the vial creating a space to let insulin run out. Customer was advised to return transfer guard and reservoir. Customer was also advised that reservoir and emergency pack would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.